Event description:
Bovie 9007 set on 100 cut/60 coagulation. Blend 2 o2 catheter in right nostril. While performing surgery, 02 catheter in right nostril arced with small flames coming from right nostril. 1st degree burn on cheek. No blistering. No evidence of burn in throat.